Manufacturer narrative:
The subject device is not available.

Event description:
The balloon guide catheter was advanced; but was unable to cross the severe atherosclerotic stenotic section of the proximal right internal carotid artery (ica). During procedure it was reported that a ¿not unexpected short segment dissection of the proximal internal carotid artery at just downstream of the angioplastied segment occurred. It was indicated that the dissection was related to the angioplasty and/or balloon guide catheter. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel dissection is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The balloon guide catheter was advanced; but was unable to cross the severe atherosclerotic stenotic section of the proximal right internal carotid artery (ica). During procedure it was reported that a ¿not unexpected short segment dissection of the proximal internal carotid artery at just downstream of the angioplastied segment occurred. It was indicated that the dissection was related to the angioplasty and/or balloon guide catheter. The physician indicated that the "dissection" in the angioplastied segment of the right proximal ica was, in a sense, an inevitable by-product of stretching open/remodeling the vessel, cracking the atherosclerotic plaque and therefore the wall of the blood vessel, and navigating an intermediate/guide catheter system through it. It should not be interpreted as an unexpected or unintended complication."